Manufacturer narrative:
On (B)(6) 2026, the patient reported skin irritation, including a rash and open sores, while using an mcot device with universal patch configuration (electrode lot # p203870). The patient sought medical treatment for the skin irritation and was prescribed medication, though the specific medication is unknown. The patient has a history of sensitivity to adhesives, despite having followed the recommended skin preparation steps. Due to the skin irritation, the patient will take a break in service (bis) while waiting for alternative equipment. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of skin sensitivity to adhesives. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026, the patient reported skin irritation, including a rash and open sores, while using an mcot device with universal patch configuration (electrode lot # p203870). The patient sought medical treatment for the skin irritation and was prescribed medication, though the specific medication is unknown. The patient has a history of sensitivity to adhesives, despite having followed the recommended skin preparation steps.due to the skin irritation, the patient will take a break in service (bis) while waiting for alternative equipment.